Manufacturer narrative:
(B)(4). Only event year known: 2018. Possible batch #: r93y39, r93u93, r93v3e. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appear to be malformed el5ml clips can be observed, along with the shaft and jaws of one el5ml device. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As the device was not returned, an analysis investigation could not be performed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The clips were not closing properly. The procedure was completed with another clip applier. There were no patient consequences. Procedure: colon surgery.